Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity and endometrial hyperplasia. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, 6 months 9 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (abalation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding, dyspareunia and vaginal haemorrhage had resolved and the dysmenorrhoea, female sexual dysfunction, fatigue, vaginal discharge, cystitis, vaginal infection, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered anxiety, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. The essure device was advanced first into the left tubal ostium with 3-5 coils noted after deployment. The second essure was advance and inserted into the right tube where it was placed without difficulty and 3-5 coils were also noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes appear appropriately occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, events onset date added, events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included morbid obesity and endometrial hyperplasia. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (surgical removal of coil(s)) and surgery (abalation). At the time of the report, the pelvic pain had resolved and the menorrhagia, dysfunctional uterine bleeding, dyspareunia, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, fatigue, vaginal discharge, cystitis, vaginal infection, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered anxiety, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. The essure device was advanced first into the left tubal ostium with 3-5 coils noted after deployment. The second essure was advance and inserted into the right tube where it was placed without difficulty and 3-5 coils were also noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes appear appropriately occluded most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received. New reporters added. Reporter information updated. Lab data added. Product removal date added and product indication updated. New events menorrhagia, apareunia, fatigue, vaginal discharge, bladder infection, vaginal infection, urinary tract infection, anxiety, depression added. Events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.